Event description:
Stryker suction irrigator malfunctioned, handle was warm to the touch, fluid was leaking out through handle, and sounded to be in use when it wasn't supposed to/ no one was touching it.